Manufacturer narrative:
The sample was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were used. The customer response indicated that this doctor is using different types of viscoelastic, both were from different companies. It was reported that no one from the staff can remember which type was used that day. The referenced viscoelastics are not qualified for use with this lens and any cartridge/handpiece combination. The product was not returned for an evaluation. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). Noncompany viscoelastics were indicated. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Product device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the intraocular lens (iol) implant procedure iol found to have broken trailing haptic while loading the iol in the cartridge. There was no patient contact reported with the device. Additional information has been requested.